Event description:
It was reported when using the bd pyxis medstation system, auxiliary drawer 4 failed and required maintenance. The customer stated that there was a delay in dispensing medications due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4 inseparable latch sensor was misaligned. A field service engineer realigned sensor back in place to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.